Event description:
Per the implant records, the patient was reported to have a history of morbid obesity, and the filter was indicated preoperative for gastric bypass surgery. The patient's right neck was prepped and draped in the usual sterile fashion. Using ultrasound guidance, the right internal jugular vein was identified, cannulated and a glidewire was placed; however, there was difficulty getting it to drop into the inferior vena cava despite multiple attempts and the use of different glidewires. At this point, a multipurpose catheter was introduced which was able to direct the glidewire posteriorly dropping it into the external ileac and measuring up to the level of l3-l4. The inferior vena cava (ivc) filter was deployed under direct fluoroscopic guidance in a good position. About four years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The reformatted images were submitted for review approximately ten months later. The image review reported the superior end of the cordis trapease filter at the mid l2 vertebral body. The ivc filter is not tilted at the superior end; the ivc filter is tilted anteriorly at the inferior end, but it does not contact the ivc wall. The infrarenal ivc filter is perforating through the ivc with multiple struts extending extraluminal. All the struts of the ivc filter perforate the ivc up to 8mm. One (1) anterior strut perforates the ivc wall 6mm and contacts the bowel; two (2) medial struts perforate the ivc wall 8mm and 5mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 4mm and contacts the l3 vertebral body. There is one (1) lateral strut perforating the ivc wall 4mm and contacting the bowel. One (1) lateral strut perforates the ivc wall 3mm and resides within the soft tissues. No fracture fragments were identified. The report also noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, perforation of filter struts outside the ivc, perforation of struts into organs becoming aware of these events approximately five years after the filter implantation.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) filter tilt, and perforation. The filter was tilted anteriorly at the inferior end, but it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. One anterior strut perforates the ivc wall 6mm and contacts the bowel. Two medial struts perforate the ivc wall 8mm and 5mm and reside within the soft tissues. One posterior strut perforates the ivc wall 4mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 4mm and contacts the bowel. One lateral strut perforates the ivc wall 3mm and resides within the soft tissues. The patient reported becoming aware of the events approximately five years post implant. According to the implant record the filter was placed prophylactically prior to gastric bypass surgery for morbid obesity. The filter was place via the right internal jugular vein and deployed under direct fluoroscopic guidance in a good position. Initially there was difficulty getting the glidewire to drop into the ivc despite multiple attempts and the use of different glidewires. At this point, a multipurpose catheter was introduced which was able to direct the glidewire posteriorly dropping it into the external ileac and measuring up to the level of l3-l4. Approximately four years post implant a computerized tomography (CT) scan of the abdomen was performed to evaluate the filter. The reformatted images were submitted for review approximately ten months later. The results of the review indicate the same findings as initially reported. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted anteriorly at its inferior aspect. In addition, filter struts had perforated outside the inferior vena cava by up to 8mm and were in contact with the bowel, the l3 vertebral body and/or within the soft tissues. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: the inferior vena cava (ivc) filter is tilted anteriorly at the inferior end but it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. One anterior strut perforates the ivc wall 6mm and contacts the bowel. Two medial struts perforate the ivc wall 8mm and 5mm and reside within the soft tissues. One posterior strut perforates the ivc wall 4mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 4mm and contacts the bowel. One lateral strut perforates the ivc wall 3mm and resides within the soft tissues. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.